Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 4.0.2, operating system: bp4a.251205.006.a166usqu7dzea, hardware: sm-a166u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose to above 700 mg/dl. The patient was found unconscious and transported by ambulance after receiving 6 units of insulin. According to the patient¿s daughter, the controller was not charging, and the patient had removed the pod. Symptoms reported include loss of consciousness and claims of ¿permanent damage¿. The patient was treated with insulin, a feeding tube, and other unspecified interventions. The patient declined a replacement device and preferred to use the application on their phone. The patient was discharged on (B)(6) 2026.